Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the guide wire since this was reported as a general comment, with limited information and the device and components were not returned for analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B3: date of event/procedure estimated as 12/01/2023. D4: the UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported in a general comment that abbott balloons get stuck on guide wires. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.